Event description:
Patient placed in mayfield pins and positioned prone on operating room table. At the completion of the case, the pins were removed and a laceration was observed to the right head that was 3/4 inch in length. Site was cleaned and stapled. Pin site on the left head was 1/4 inch laceration, again area was cleaned and stapled for closure. The laceration is believed to have been a result of the mayfield head frame slipping while in use for the procedure.